Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) on alleging the meter was reading inaccurately low compared to another meter. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported prior to the start of the alleged issue on an unknown date at 9-11:30pm, the patient had more food than usual. In addition, prior to the alleged issue on (B)(6) 2013, at 11:40am, she was "throwing up." The patient reported on (B)(6) 2013, at 12:40am, the patient was treated in the emergency room with IV fluids. The patient reported on (B)(6) 2013, at 1:15am, the alleged issue occurred, the patient obtained readings of "74 and 224mg/dl" on the lfs meter. The patient reported a reading of "163mg/dl" was obtained on a hospital meter on (B)(6) 2013, at 1:15am. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=30% or <=30mg/dl obtained within 30 minutes of one another. The patient reported on (B)(6) 2013, at 2:15am, a reading of "399mg/dl" was obtained on a hospital meter. It is unclear if the patient received any interventions in between the hospital meter readings. The patient reported using insulin pump therapy to manage her diabetes. At the time of troubleshooting, the cca confirmed the subject meter was the correct unit of measurement at the time of testing. The cca confirmed the patient's testing process was correct and she was using an approved sample site for testing. The patient's test strips and test strip vial were in good condition. However a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient reported being symptomatic prior to the start of the alleged issue, therefore, the meter could not have caused the injury, and there was no delay in treatment. However, this complaint is being reported since the patient performed a meter vs. Another meter comparison where the calculated difference of the results meets lfs' criteria for accuracy reporting.

Manufacturer narrative:
Follow-up # 2 ((B)(4) 2013)-device evaluation: the test strips involved with this complaint have been returned and evaluated by product analysis (pa) on (B)(4) 2013 with the following finding: the test strip passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2013)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2013 and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the meter passed testing with no faults found. The meter was found to function properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.